Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367. The technical service representative (tsr) instructed the home patient (hp) to close all the clamps and transfer set, cycle the power off and then a system error 2367. The tsr explained the alarms and the hp stated she had left open a spare supply line clamp causing the se 2240. The tsr advised the hp to discard all the supplies and to report the alarms to the peritoneal dialysis (pd) nurse the next morning. No patient injury or medical intervention was reported. The writer contacted the hp on (B)(6) 2010 regarding the system error 2240. Per the hp, the clamp was left open and she had air in the line. The hp stated she has reviewed the therapy set up with her pd rn. The hp stated she manually drained that night and was able to resume therapy on the cycler without any problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was due to air being sucked into the disposable because there was an open clamp on unused supply line. The home patient stated she had left open a spare supply line clamp causing the se 2240. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The batch review was not performed because the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).